Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, which appeared to be myopotential. Technical services (ts) reviewed the event and stated that it was difficult to determine from the electrogram (egm) whether the oversensing had resulted in pacing inhibition lasting more than two seconds. Ts also stated that a lead fracture was suspected and recommended an rv lead revision; however, reprogramming adjustments were also advised. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).